Event description:
It was reported that patient previously had a sling device implanted. Patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to sling stopped working as patient is undergoing radiation therapy. Sling remains implanted.